Manufacturer narrative:
Argus case (B)(4).

Event description:
Had bristles in my mouth and I had to choke on it [choking]. Bristels in mouth [foreign body in mouth]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a female patient who received gsk toothbrush (sensodyne multicare - soft) toothbrush for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started sensodyne multicare - soft at an unknown dose and frequency. On an unknown date, an unknown time after starting sensodyne multicare - soft, the patient experienced choking (serious criteria gsk medically significant), product complaint and foreign body in mouth. The action taken with sensodyne multicare - soft was unknown. On an unknown date, the outcome of the choking, product complaint and foreign body in mouth were unknown. It was unknown if the reporter considered the choking and foreign body in mouth to be related to sensodyne multicare - soft. Additional details: patient used 2 sensodyne multicare soft toothburshes and had bristles in her mouth and she had to choke on it. She was thrown them away.